Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system patients list was not updated. The technical support specialist (tss) performed a full station sync, reviewed the reported data sync foreign key constraint error, followed knowledge article named how to move medes station database to d drive to back up the database and run a full sync without a database drop, rebooted the station into care fusion application. The tss confirmed with the customer that all patients were now displaying correctly. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es few patients were not displayed when looked into the list of patients,few discharged patients were displayed and some of the new patients were not showing. However, there were no delays or adverse events or injuries reported based on this event.